Manufacturer narrative:
Unit passed displacement test and self-test. Unit successfully downloads to thump. No pump error 63 noted during testing. However, confirmed pump error 63 variable (line number 147 file number 2017) in the pump history download on 07/02/2024 18:40:07.000 due to moisture damage to the pcb1 board as per global logic analysis esf392695. Moisture damage noted to motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, broken battery tube threads, scratched case, cracked keypad overlay, pillowing keypad overlay, cracked battery tube case, and corroded motor home switch. The p-cap/reservoir does lock properly. Confirmed pump error 63 in the pump history download due to moisture damage to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced product not adhering/sticking, pump error 63. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884. Customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. Customer reported an issue with the sensor tape not sticking. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned.